Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons missing out of the applicator [device physical property issue]. Tampons fell apart [device breakage] . Case narrative: consumer reported via e-mail that tampons are missing out of the applicator and tampons are falling apart. No injury reported.